Manufacturer narrative:
Additional device info: model# 25-25-75l, lot# w09-1444-013, exp date: 06/2009. Review of lot records/work orders, prior reports. No issues were noted. Endoleak is a known risk of the procedure. Pt's anatomy remodeled post-procedure resulting in endoleak.

Event description:
In 2009, pt presented with neck measuring approximately 15mm, >90 degrees angulation, and tight iliacs (lumen less than 7mm); had implant of a 25-16-140bl bifurcated device and two proximal extensions. The proximal end of the 2nd extension landed in the angulation; could not get good apposition. Another proximal extension was placed, along with a palmaz stent with good proximal seal. The physician also extended down bilaterally and placed one limb extension on each side with good results. A 30-day f/u still showed great seal, and the anatomy appeared to be straightened. At the next f/u, CT revealed a distal type I endoleak on the right side. The physician felt that it may have been due to remodeling of the anatomy. Four months later, the pt was treated with an additional limb extension, and with balloon dilatation, obtained good seal.